Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only" h4: device manufacture date: 20-feb-2023 claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+2.5/073 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to lens rotation not associated to a low vault. The lens was repositioned on 01-may-2024 but the problem was no resolved. The lens was replaced with a longer length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).